Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus that would have contributed to the reported low flow alarms captured in the submitted log files. A direct correlation between the device and the report of bleeding from the outflow graft near the anastomosis to the aorta, as well as a specific cause for the bleeding, could not be determined through this investigation. The submitted system controller event log file, which contained data from (B)(6) 2021 to (B)(6) 2021, showed a sudden increase in power accompanied by a decrease in pulsatility index (pi) and initial decrease in estimated flow with low flow alarms in the morning of (B)(6) 2021. This event was accompanied by increased rotor noise and displacement with rotor noise flags, and also an increase in pump temperature. (B)(6) was returned assembled, with the pump cable severed approximately 16.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were both returned. The outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the device, evaluation of the inflow cannula revealed a red, tissue-like deposition that occluded the entire lumen. The deposition appeared to have folded around itself within the cannula. Although this deposition was well-formed, it was not strongly adhered, suggesting that it likely did not form within the pump and was instead ingested. Additionally, a dark red tissue-like deposition was noted within the rotor that occluded the eye and three of the vanes that was also not strongly adhered, and appeared to have been part of the same deposition as in the inflow cannula. The exact origin of these depositions could not be conclusively determined through this evaluation; however, they would have contributed to the report of sudden low flow alarms due to the occlusion of the blood flow path, as well as the noted increase in pump power, temperature, rotor noise, and rotor displacement. Small grainy red depositions of tissue-like clotted blood were also observed throughout the pump cover and pump outflow. The overall lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow that would have resulted from the depositions ingested into the inflow cannula and rotor. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The modular cable passed electrical testing without issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. It also lists the adverse events that may be associated with the use of the hm3 lvas, including device thrombosis and bleeding. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was taken back to the operating room for a pump exchange. The patient had low flow alarms followed by flows up to 10 -12 lpm and power was doubled. During the pump exchange, a clot was noted in the pump. It was stated that there was no patient condition or anticoagulation status that could have contributed to the event. A transesophageal echocardiogram (tee) was done intraoperatively during the pump exchange which confirmed the clot. The patient had no symptoms as they were sedated and intubated. Plan of care was routine post operative care. No additional information was provided.

Manufacturer narrative:
Section b5: additional information was originally reported under manufacturer report number 2916596-2021-03239. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that post-operative course was complicated by bleeding status-post multiple blood products. On (B)(6) 2021, he had sudden low flow event with pump flow to almost 0 liters per minute and the power doubled. He was taken back to the operating room for emergent pump exchange, found to have clot in pump, and bleeding from outflow graft near the anastomosis to aorta.